Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, h6 (health effect - clinical code). H11: corrected data: corrected section h6 (device code).

Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of approximately five (5) years, six (6) months due to valve degeneration leading to severe tricuspid regurgitation. The patient presented with nyha class 3 symptoms (primarily dyspnea and fatigue). The ttvr was performed with a 26mm 9750tfx transcatheter valve without complications.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4: (expiration date) h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section h6 (investigation conclusions), h10 (additional manufacturer narrative) regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event was determined to be due to patient related factors. The regurgitation in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), 'the carpentier-edwards perimount theon mitral pericardial bioprosthesis model 6900ptfx is indicated for patients who require replacement of their native or prosthetic mitral valve.' Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of approximately five (5) years, six (6) months due to valve degeneration leading to mitral stenosis. The ttvr was performed with a 26mm 9750tfx transcatheter valve without complications.